Manufacturer narrative:
A getinge technician was sent for investigation. The ch assembly touch fail & display was replaced. The rotary encoder was replaced as a precaution. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Event description:
It was reported that the cardiohelp has a cracked touchscreen and will not allow customer to change alarms. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged a report is needed. Complaint ID: (B)(4).